Event description:
It has been reported that there was intermittent display on flexvision and control room monitor. System needed several reboots to display images on the exam room monitor. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no live video at boot-up. Upon functional testing, fse found the dvi (digital video interactive) splitter defective. After the replacement of the dvi splitter, the system was returned to use in good working order. These codes were updated based on investigation outcome.